Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had sensor anomaly and infusion set issue. Customer's blood glucose was unknown. The customer stated that we are sending replacement for infusion sets/sensor and return infusion sets and sensor that did not work. The customer was hospitalized not for diabetic issue. The customer stated she felt like having heart attack but not sure so she went to the hospital. The customer stated that the hospital never figured out what it was. The customer was told it was possibly her gall bladder.

Manufacturer narrative:
Failure analysis was unable to confirm the insertion needle anomaly on one opened and used enlite sensor due to the insertion needle was not returned.